Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right atrial lead dislodged within the first day following the initial implant. It was also reported that the helix was unable to fixate to the tissue because there was remaining tissue in the helix. The lead was removed and replaced. No patient complications were reported as a result of this event.